Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. 838572) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain"), muscular weakness ("muscle weakness"), fatigue ("severe fatigue"), tendonitis ("chronic tendonitis") and lethargy ("lethargic state"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, arthralgia, muscular weakness, fatigue, tendonitis and lethargy outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, lethargy, medical device removal, muscular weakness and tendonitis with essure. The reporter commented: since device removal, her normal health gradually returned. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 26-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure (batch no. 838572) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 10 months after insertion of essure. On an unknown date, the patient experienced arthralgia ("joint pain"), muscular weakness ("muscle weakness"), fatigue ("severe fatigue"), tendonitis ("chronic tendonitis") and lethargy ("lethargic state"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, arthralgia, muscular weakness, fatigue, tendonitis and lethargy outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, lethargy, medical device removal, muscular weakness and tendonitis with essure. The reporter commented: since device removal, her normal health gradually returned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.